Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 693565 lead implanted 2011-(B)(6); 419688 lead, implant date unknown. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited chronically high thresholds. The lead was reprogramed and remains in use. No patient complications have been reported as a result of this event.